Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER (emergency room) visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose reached 380 mg/dl while wearing the pod between 4 and 24 hours on the arm. Additionally, symptoms of nausea, dizziness, and rapid heartbeat were exhibited. As a result, the patient visited the emergency room (ER) and was diagnosed with hyperglycemia and high blood pressure. Treatment included intravenous delivery of insulin. The patient denied request for hospital admission, however, once home, made an appointment with endocrinologist. The pod is no longer available as it has been discarded by the patient.